Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the mid common bile duct on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient has cancer and was being treated for biliary strictures due to metastatic carcinoma with hepatic lymph node involvement. On (B)(6) 2012, during the ercp procedure, the stent was implanted within the common bile duct; however, during removal of the delivery catheter, it was reported that the delivery catheter "got hung up on the stent." The physician was able to manipulate the scope in order to release the delivery catheter from the stent and remove the device without any further issues. The stent remains in place within the common bile duct. On (B)(6) 2012, the patient presented with abdominal pain and nausea, and was admitted to the hospital. Laboratory tests revealed that the patient had elevated lipase levels, peripancreatic inflammation, and renal insufficiency. Reportedly, the patient is currently going through chemotherapy. In the physician's assessment, the pain and nausea are associated with the patient's pre-existing condition and are not related to the stent. The patient was discharged from the hospital on (B)(6) 2012. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
The reported issue of catheter difficult to remove. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.